Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient has a non-fusion in the operated level c5-6. The patient had surgery on (B)(6) 2011 and cervios was implanted. The non-fusion was discovered via x-rays during a long term follow up visit on (B)(6) 2013. The patient reported some shoulder pain, but rated his general health very good. No revision procedure has been performed and currently there is no plan for a revision procedure. This report is for an unknown cervios implant. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
(B)(6). This report is for an unknown cervios implant/unknown lot. Device has not been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.